Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review was completed and confirmed that the event of device-low power was defined in the risk documentation and is documented. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A labeling review was performed. The IFU includes specific states regarding the turning on the laser if the external power meter reading falls above or below 20% of the requested energy on your laser, discontinue this procedure and contact your local lumenis service representative. There is no indication that the device was not used in accordance with the IFU. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the console had insufficient power. There was no patient involvement.

Event description:
It was reported that the console had insufficient power. There was no patient involvement.